Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during left ventricular (lv) lead placement, a guidewire became stuck in the lead after the physician attempted three coronary veins and multiple guidewires to place that lead. A new lead was attempted, however, placement was abandoned due to patient anatomy and a coronary sinus dissection occurred. No intervention was performed. No further patient complications have been reported as a result of this event.